Manufacturer narrative:
Radiotherapy treatment for prostate cancer has an approximate five percent risk of contributing to subsequent bladder cancer. While it is not possible to make a definitive determination as to the root cause of the bladder cancer, the prior prostate radiosurgery treatment cannot be ruled out. (B)(4).

Event description:
A clinical research site reported that study pt (B)(6) received cyberknife treatment for prostate cancer on (B)(6) 2009. In (B)(6) 2013, the pt was diagnosed with a grade 3 papillary bladder tumor.